Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. The event date provided is after the complaint aware date. D. 3 potential lot numbers provided, but none verified by the reporter as the affected lot: 4024128, 3355247, and 4024120. 4024120 is not a valid lot number for the reported material number reflected in the complaint. E.1. Character limit is exceeded: alameda trifon infante algarin 1430. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: the jelco transfixed by the needle and crooked. Unsuccessful venipuncture attempts, with venous transfixation in a 2-year-old patient, due to problems with the material during the procedure, there was no human error.

Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and potential lot numbers 3355247 and 4024128. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although two (2) pictures were provided, the pictures only showed the product¿s unit package information. Therefore, no findings were possible for the reported defects through the pictures. The physical samples would be necessary to further investigate this incident. Based on the investigation results, an exact cause could not be determined. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.